Manufacturer narrative:
Tandem clinical diabetes specialist reported that the customer's healthcare provider has the customer using insulin injections for insulin therapy. The customer temporarily declined further training.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (596 mg/dl) and insulin injections were administered. The contact did not know the cause of the ongoing high bg and alleged that the pump might not be delivering insulin. During troubleshooting, the customer had received a minimum fill notification. The cartridge had been filled with 280 units of insulin. The customer used an insulin pen to fill the cartridge. The customer was not able to load the cartridge successfully or resume insulin delivery. The customer reverted to using insulin pens for insulin therapy.